Event description:
During an emergent procedure in the cath lab, while attempting to place a stent in a blocked artery, the stent dislodged from its catheter and remained in an artery that was not problematic.